Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. It was reported that they experienced difficulty homing the device and the long attachment would not easily slide into the handpiece. The initial visual/functional investigation found that: the drill guide support on the handpiece was bent causing the long attachment to get stuck when inserting and increasing the torque when trying to home. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties. The drill guide is made of aluminum, and the material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that during the homing, the handpiece failed multiple times even after reinstalling bur. The tech stated that the long attachment fits very tightly in the handpiece. The handpiece was replaced in order to start with the case. Post-case was confirmed that the long attachment could not drop freely through the handpiece. The device was not being used with a patient during the event. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.